Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent aortic aneurysm treatment within the tambe 1701 clinical study. A gore® viabahn® vbx balloon expandable endoprosthesis was utilized in the left renal artery. On (B)(6) 2021 the left renal artery was stenosed. An angioplasty was performed with a 6mm x 20mm balloon. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.